Manufacturer narrative:
The reported events of "hypotony maculopathy and choroidal hemorrhage" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reporter has declined to provide allergan further information regarding event, product, and patient details. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient experienced "clinical hypotony (iop <6 mm hg , with visual acuityion reduction (2 lines or more) related to macular changes consistent with hypotony maculopathy (macular folds), optic disc edema, and/or serious choroidal detachments because of low iop)" in the unknown eye against the xen®45 gts, treated with cyclogyl. Later reported "choroidal effusion, hemorrhage or mixed effusion hemorrhage: kissing choroidals" with treatment of homatropine. Events resolved without sequelae.